Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using supplies longer than 48 hours with humalog insulin which is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.